Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose was over 600 mg/dl on (B)(6). The customer¿s blood glucose was 436 mg/dl at the time of the incident and current blood glucose was 385 mg/dl. The customer was treated with syringes. The customer stated that they performed high pressure test. The customer alleges pump was under delivering and father stated 6.6 units were delivered but the blood glucose was going high. The customer declined troubleshooting for high blood glucose. The customer was wearing the pump at the time of hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instruction. The insulin pump will not be returned for analysis.